Event description:
During a surgical event involving a patient death it was noted that the bedside rapid infuser had a "burning smell" and heat rising from the warming cassette on the infuser. Infuser sequestered and sent to biomedical engineering for reporting and analysis. Biomedical engineering received the infuser with noted blood outside of the cassette with indications of cassette overheating, distortion, and what looked like blistering of the outer cassette ring. Manufacturer response for disposable infusion set, 3-spike disposable set (per site reporter). Awaiting manufacturer response.